Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "hospital staff says device changed modes on its own with no input from staff." No additional information was provided. No health consequences or impact. Currently, the event is under investigation to verify the reported allegations.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation ongoing.